Manufacturer narrative:
(B)(4). Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user's test strip had poor storage (test strips are expired).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 100 to 170. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 06/17/2013 (past expiration date) and open vial date is 04/15/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer went to doctor's office because he had several erratic readings: (B)(6) 2016- 316mg/dl, (B)(6) 2016- 344mg/dl, (B)(6) 2016 405 mg/dl, (B)(6) 2016- 160 mg/dl, (B)(6) 2016- 20 mg/dl. Doctors office they used another monitor and results were 178 mg/dl.